Manufacturer narrative:
This report is submitted on july 21, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced drainage, oozing and pain at the abutment site and was treated with oral and topical antibiotics (date not reported); however, the issue could not be resolved. Subsequently, the patient's abutment was removed on (B)(6) 2017 under a general anaesthetic.

Manufacturer narrative:
Correction: the correct initial 'date of this report' is 26-jun-2017, not 18-jul-2017, as initially reported.